Event description:
It was reported that the programmer had faulty hardware and was in need of software calibration. Follow-up determined that the exterior of the case was broken, and that there is a request to do a calibration and check the status of the current software as the programmer has not been sent in for some time. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the tabs of the power cord bay door and the latch of the keyboard were broken, that the stylus was missing, that the liquid crystal display was damaged, the system fan was noisy and the electrocardiogram connector of the link electronic module board was loose. (B)(4).